Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the lever/ handle was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that on/off trigger had an unspecified defect on the small battery drive device. During in-house engineering evaluation, it was observed that the handle/lever seized, jammed and was heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the planned surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.